Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-july-2024, patient complained about infusion set fell off during use. Patient blood glucose at the time of issue was 189 mg/dl. Patient took correction bolus via pump to address high bg. Infusion sets was in use for 6 hours. Patient replaced infusion sets and resumed insulin successfully. No further information available.